Event description:
Account reports one incident in which an IV of lactated ringers had been started on patient with length of time in usage unknown. Part of the tubing was resting on the patient's arm, and it was in this area that a hcp noted swelling and redness migrating up the arm from above the area of the tubing that was resting on patient's arm. Patient required no medical intervention due to, according to reporter, benadryl was given orally before the patient's procedure, and this seemed to start taking effect about the time the redness was noted. No negative outcome to patient. Reporter added the patient does have known allergies to sulfa and dilantin. Reporter stated she was informed by allegiance healthcare that the reported device did contain latex.